Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k254 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k254 shows no trends. Trends were reviewed for complaint category tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. Comp- (B)(4). H.m. 28-jul-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that during buffy coat collection they noticed blood leaking next to the recirculation pump. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned photographs and the kit for investigation.

Manufacturer narrative:
Photographs and the complaint kit with smart card were returned for investigation. A review of the data on the smart card verified the prime was completed and the treatment proceeded through the buffy coat collection phase of the procedure. An alarm #17: return pressure warning occurred, and the treatment was aborted. The customer provided photographs verify a leak in the recirculation pump tubing segment. Examination of the returned kit found a scuff/tear in the recirculation pump tubing segment. The tubing segment was pressure tested to check for leaks and a leak was observed at the site of the scuff. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is inadvertently rubbed against the pump head during installation by the end user. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The root cause of the damage to the pump loop tubing was most likely caused during installation of the pump loop by the end user. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4).